Event description:
The customer reported having high blood glucose. The blood glucose reading was 345mg/dl. The customer stated that the device was exposed to an MRI. Troubleshooting was performed. The device alarmed motor error and the displacement test failed. The customer stated that the device showed 60 units of insulin, but the reservoir was empty and then the insulin pump alarmed no delivery. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error as a result of a motor encoder signal out of phase.